Event description:
The facility representative reported a pump observed to have a continuous flow rate during calibration. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
Evaluation summary: the baxter service engineer evaluated the device on may 15, 2007. An accuracy test was performed. The device passed the accuracy test. The reported condition cannot be confirmed. As a precaution, the mechanism assembly was replaced. The device was calibrated and tested per procedure prior to being released. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.